Event description:
It was reported by service report that there is a reduction in mobility and brake force making the bed difficult to move. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Delaminated caster.